Event description:
It was reported the customer had short battery life with their insulin pump. Customer stated they had to change their batteries every three days. The customer stated they did not perform excessive button pressing and they were not using their backlight frequently. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Unable to verify low battery alert due to failed battery alert. Minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label, stained end cap sticker and corroded battery tube.